Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels rose up to 453 mg/dl, while wearing the pod between 36 and 48 hours on the hip/buttocks area. The doctor was called, who visited the patient at home and administered a manual insulin injection and applied a new pod. Upon removal, the adhesive was loose and the cannula had dislodged from the infusion site.